Event description:
It was reported that recently, episodes of right ventricular (rv) over-sensing of the patient's atrial fibrillation occurred. This resulted in inappropriate anti-tachycardia pacing (atp) delivery and a diverted shock. A two second pause was also observed, but the patient is not pacemaker dependent. Diagnostic imaging was performed and the physician determined that the rv lead was displaced over the tricuspid valve. This resulted in the observed over-sensing. Instead of performing an invasive solution, the physician elected to reprogram the device sensitivity to resolve the event. At this time, the rv lead remains implanted and in-service.